Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a vein. A 24x70/11fr 75cm wallstent® endoprosthesis stent was deployed in the lesion. Post deployment, it was noted that the end of the recently implanted stent started to fray and come apart. A balloon catheter was used to dilate the damaged portion of the stent. Another wallstent® endoprosthesis stent was placed over the frayed end of the 24x70/11fr 75cm wallstent® endoprosthesis stent and the procedure was completed. No patient complications were reported and the patient's status was fine.